Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, missing the light-emitting diode (led) display is caused by a failure of the front panel u; however, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit was missing the light-emitting diode (led) display for cumulative flow. There were no reports of patient involvement.